Event description:
It was reported that the lead was capped due to unknown product performance issues. No additional information is available. No adverse patient effects were reported.

Event description:
It was reported that the lead was capped due to high capture thresholds. The physician decided to replaced the lead. No additional information is available. No adverse patient effects were reported.

Manufacturer narrative:
Additional information fields: b5 describe event or problem. H6 impact codes and device codes.